Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was unknown at the time of reporting. The insulin pump was returned for analysis. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.